Manufacturer narrative:
Zimmer biomet complaint (B)(4). This event was previously captured in 0001032347-2021-00607 and will now be reported. A new complaint file and MDR were created as event dates were provided. Report source: foreign - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the drill has broken. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h10 upon review, it was determined that this report is a duplicate of 0001032347-2022-00173.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Suggested imdrf code- mechanical (g04) - drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) for item# 01-9198 lot# 357719 identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.